Event description:
Ous MDR - this device's original sensor settings had auto gain: on. After a period of time, the sensor gain adjusted itself to 10 and it got stuck at that valve. When the sensor gain is at 10, the pt complains that his heart rate goes up to 85 bpm while he is lying down which prevents him from sleeping. Also, even though he has doing a brisk walk, his heart rate suddenly goes up to 120 bpm. After these complaints, the decision was made to turn the autogain: off and adjusted the sensor gain to 6. Now he complains that he gets tired quickly even if he is walking slowly. We have tested for sensor gain 8 and 7 and the upper senor rate from 120 to 140 bpm, but the rate went up to 140 bpm within a minute. The physician has decided to update the sample chamber pacemaker to a dual chamber pacemaker however; physician wants to know why the sensor gain gets stuck at 10. This pt got his first implant 20 years ago and never had this issue previously.

Manufacturer narrative:
Ous MDR.